Event description:
The rptr indicated that noise was seen on annotations during a follow up visit. Decreasing sensitivity does not alleviate the noise. Changing polarity to unipolar alleviates noise mode. The pt will be checked again in 2-4 weeks.